Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a non-abbott ICD replacement procedure, episodes of ventricular noise were observed. An x-ray examination was completed and the lead appeared to have externalized conductors. The lead was unable to be removed so it remains implanted. The patient is pacemaker dependent and is stable following the procedure.